Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v653006, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported jolting and the therapy was not on. The stimulation had been turned off since 2014 and the patient had no access to the patient programmer to verify. There were no falls or trauma related to this event neither was it related to positional movements. There was a sudden change in therapy/ symptoms. The patient's therapy worked for a while but after about 3 months, her bladder quit working completely no matter what she did with adjustments. She went without insurance for awhile so she could not see anyone about it. The therapy was turned off 6 months after it was put in. There was zapping and pain. The zapping was felt intermittently about every 10 seconds. It also felt hot at the implantable neurostimulator site. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow-up report will be sent.